Event description:
During a voluntary sterilization procedure the device was used. It was reported that the blade on the trocar did not retract upon entering the abdominal cavity. There was no pt consequence.